Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed the system did not start up. Upon troubleshooting, the rse found that the system started up normally, but the boot sequence was triggered. To resolve the reported issue, the customer selected proper hard disk and changed system date/time. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.